Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: on (B)(4) 2016, a medtronic representative went to the site to test the equipment. The imaging system would not start. After replacing the blown fuses, a system check-out was performed. The mechanical test, imaging test and safety inspection all passed.

Event description:
A site representative reported that the imaging system¿s fuses (f11/f12) had blown. This issue was identified outside of surgery; no patient was present.